Event description:
After an implantation period of approx. 30 months, oversensing and an inappropriate shock were reported. Apart from the shock, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the lead under complaint was found cut 14 cm distal to the df4 connector pin into two segments. A proximal and a distal lead fragment were received for analysis. The analysis showed multiple abrasion marks along the lead fragments. In particular 56 cm distal to the df4 connector pin the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Further damages such as cuts into the insulation 31 cm distal to the df4 connector pin, which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.